Event description:
It was reported that the patient was experiencing competitive atrial pacing which caused inappropriate mode switch. No patient symptoms were reported. Programming changes were recommended to resolve the issue.